Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose readings up to 600 mg/dl; took correction via pump without success. Caller alleges pump did not deliver insulin accurately. Caller treated with pen to manage blood glucose level. No adverse event reported. Requested return of the alleged device for evaluation.